Event description:
A discordant high vancomycin result was obtained on an advia centaur xp system for one patient. The sample was rerun on the same system and an alternate system. The initial result was not reported to the physician. There was no known report of adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the advia centaur xp instrument and instrument data. Over two visits the fse performed a total service call, repaired a loose ancillary probe, performed realignments of reagent 1 to the wash station, replaced pinch valve tubings, replaced the digital dilutor, replaced the sample syringe and broken fittings on the ancillary dilutor and replaced the 2ml dilutor. The instrument is performing within specifications. No further evaluation of the device is required.